Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, a posterior capsular bag rupture occurred. The iol was decentered and placed in the sulcus. Due to this event, vitreous body "came in" the anterior chamber, despite careful anterior vitrectomy. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).